Manufacturer narrative:
Fire happened during use of the concentrator. The perfect o2 is the same /similar to the (B)(4) product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).

Event description:
Fire happened during use of the concentrator. The perfect o2 is the same /similar to the (B)(4) product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in (B)(6).